Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Portion of tampon not intact, suppose that chunk is still inside - vagina [foreign body in reproductive tract]. When removed, there was a portion of the tip (rounded portion) of the tampon that was not intact, suppose that chunk is still inside [complication of device removal]. There was a portion of the tip (rounded portion) of the tampon that was not intact [device breakage]. Case description: consumer contacted via e-mail and stated that when she removed the tampon, there was a portion of the tip (rounded portion) of the tampon that was not intact. No serious injury was reported.